Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. During the preventive maintenance, the device alarmed with panel connection lost. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. In the event that the same problem arises during ventilation, the therapy might be affected and therefore a deterioration in the patient's state of heath cannot be excluded. Therefore, the event is considered as reportable. The service engineer did the troubleshooting on site. The root cause was identified as a defective ip and vu esm board. Consequently, the defective parts were replaced. After replacement, the device worked as intended.

Event description:
Hamilton medical ag received the following event description: during preventive maintenance check, the device alarmed with panel connection lost. No patient involved.